Manufacturer narrative:
B3: date of event is unknown. The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The device was visually inspected and found that there was downstream occlusion (dso) seal have air bubble and is peeled off. The customer reported issue was stated that there was an air bubble at the sensor and it was able to be duplicated. The reported issue was resolved by replacement of dso seal. A new software was installed. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "there is an air bubble at the sensor, and the device does not work properly after the software update". During device evaluation it was found that the downstream occlusion sensor seal exhibiting bubbling and further observed that the seal was peeling. This condition could permit fluid ingress, which may result in false alarms, inaccurate pressure readings, or potential under-delivery of medication.